Event description:
It was reported that the patient had a modular cable and system controller exchange. The patient had no adverse effects directly after the change, international normalized ratio (inr) of 2.7, and was monitored for hours prior to being discharged home. Per the patient's family, the patient started having alarms at home and seemed confused. The patient attempted to change their batteries but was reportedly disconnecting everything and could not figure out what to connect after. The patient lost consciousness and emergency medical services (ems) were called. Ems performed chest compressions however the patient expired. Log files were submitted for review to get an idea of what happened prior to arrest. The log files captured multiple no external power alarms and driveline disconnects on 06dec2023. There did not appear to be any alarms leading up to the no external power alarms and driveline disconnects. The no external power alarms were determined to be due to the patient disconnecting both system controller leads from power. At 3:00 pm on 06dec23023 the driveline was disconnected without reconnection. Related manufacturer reference number: 2916596-2023-08699 (pump). Related manufacturer reference number: 2916596-2023-08701 (exchanged system controller). Related manufacturer reference number: 2916596-2023-08703 (exchanged modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A3: patient gender corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a modular cable and system controller exchange due to driveline damage on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm was not confirmed. The reported event of no external power and driveline disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained spanning approximately 8 hours of data (06dec2023 from 13:13:57 ¿ 21:40:29 per the timestamp). The log file captured intermittent no external power alarms on 06dec2023 from 14:32:48 to 14:33:00, 14:37:31 to 14:37:49, and from 14:38:29 to 14:38:32 due to both system controller power cables being disconnected from power. The alarms resolved once the controller was reconnected to a power source. The system controller backup battery supported the system during the losses of power without any issues. The log file also captured the driveline being briefly disconnected multiple times on 06dec2023 from 14:35:47 to 14:36:02, from 14:38:08 to 14:38:15, and from 14:59:34 to 14:59:38. The driveline was observed to have been disconnected again at 15:00:44 and remained disconnected for the remainder of the log file. No other atypical alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Provided information indicated that patient was having alarms and in confusion began disconnecting all the cables of the controller; the patient eventually lost consciousness and later expired. The root cause of the unknown alarms could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The root cause as to why the driveline was disconnected during these events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09nov2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.